Manufacturer narrative:
Other: serious adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient had out of range impedances at 0.7v for their right hemisphere at implant. No patient symptoms or further complications were reported as a result of this event. Impedance information: c <(>&<)> 0/8 - <(><<)>5171 c <(>&<)> 2/12 - <(><<)>2169 c <(>&<)> 3/11 - <(><<)>2412 0/8 <(>&<)> 1/9 - <(><<)>6398 0/8 <(>&<)> 2/10 - <(><<)>6933 0/8 <(>&<)> 3/11 - <(><<)>7416 1/9 <(>&<)> 3/11 - <(><<)>4519 2/10 <(>&<)> 3/11 - <(><<)>4035 additional information received from an hcp of a clinical study via a rep listed updated impedance information from a (B)(6) 2019 clinic visit. The impedance test was run at 1.5v for the right hemisphere lead. No actions were taken and the event was considered ongoing. It was further noted the patient's device was abandoned and turned off due to a reported serious adverse event. Impedance information: c and 0/8 5171 c and 1/9 1998 c and 2/10 2169 c and 3/11 2412 0/8 and 1/9 6398 0/8 and 2/10 6933 0/8 and 3/11 7416 1/9 and 2/10 3657 1/9 and 3/11 4519 2/10 and 3/11 4035.

Manufacturer narrative:
Review of this event determined that the serious injury associated with this patient was already captured in MFR report no. 30075662 37-2019-00205. This event remains reportable due to information regarding impedance values at implant, however the event is reportable for malfunction, not serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient was hospitalized.